Event description:
The operator of an advia 2400 instrument reported issues with the calcium method. The initial results were flagged and were automatically re-run on the same instrument, resulting within the expected range for the method for some samples and low for others. It is unknown if discordant results were reported to the physician(s). It is unknown if the corrected results were reported to the physician(s). There are no reports of adverse health consequences or patient intervention due to the discordant calcium results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to replace all reagents and flush all probes with deionized water. The cause of the discordant calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.